Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 to 500 mg/dl. The current blood glucose was 141 mg/dl. Customer treated high blood glucose manually to get them to come down. Customer declined to troubleshoot for high blood glucose. Customer also reported the bent cannula for infusion set. Troubleshooting was offered and customer stated that, the issue is the infusion sets and not the pump. The insulin pump will not be returned for analysis.